Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 30-50 mg/dl. Suspected cause was due to customer delivering multiple boluses without waiting for the effects of each bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.